Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an unknown alarm. The pump data was reviewed and the alarm could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.